Manufacturer narrative:
Device evaluation: opening on posterior, wear abrasion and crease fold. Microscopic analysis was performed which identified: striated opening on posterior and sharp opening on valve bond edge. A dimension measurement in the shell was performed which identify the thickness within specification the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. A sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.